Event description:
It was reported that the insulin pump alarmed no delivery excessively. The customer's blood glucose was 17.7 mmol/l. The customer was advised to disconnect and stated that insulin did exit during a 5.0 unit fixed prime. The customer was unable to remove the infusion set to examine the cannula. The customer was advised that there may have been a possible site-related issue, possibly due to a bent cannula or site/set occlusion. The customer was advised to change the entire infusion set. The customer's mother stated that the customer lays down when inserting the infusion set into her body and was advised to do so while the customer was standing. The caller did not feel confident that the insulin pump was working and requested its replacement. The caller agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.